Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 12/29/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that only one mic4032 package was received empty. Although no conclusion could be reached on the cause of the reported event. The event report could not be confirmed as no reload was received. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance., the product was returned or evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one mic4032 clip was received loose. In addition, a package was received the clip was visually inspected and no defects were observed. The clip was manually loaded on a test device for its functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed the clip as intended. The clip was formed as intended and conforming to our manufacturing requirements. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.,according to the information received, the mic4032 device clip hold error. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that only one mic4032 package was received empty. Although no conclusion could be reached on the cause of the reported event. The event report could not be confirmed as no reload was received. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent lap adrenalectomy procedure on (B)(6) 2021 and clips suture were used. During the procedure, the clips do not hold in the jaws of the clip appliers and therefore often fall out or cannot be removed correctly from the clip bank. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure date? (B)(6) 2021. Please provide lot number? Rg8cw8q0. Please confirm the total quantity of devices presenting this issue. 12. When does this issue occurred, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op). Intra op. Please provide the return status of the device(s) 3 will return. Events reported via: 2210968-2021-12315, 2210968-2021-12316, 2210968-2021-12317, 2210968-2021-12318, 2210968-2021-12319, 2210968-2021-12320, 2210968-2021-12321, 2210968-2021-12322, 2210968-2021-12323, 2210968-2021-12324, and 2210968-2021-12326. 2210968-2021-123128.